Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional h2: type of follow up- additional information h6: type of investigation - additional h6: investigation findings - additional h6: investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information has been received. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4)